Event description:
Mother called and said drain bag for peritoneal dialysis had a hole and fluid leaked all over her carpet. The drain bag was empty this morning. Rn did assessment to ensure she clamped the drain bag. Mother says she was sure the drain bag was clamped. Rn ask mother to read lot number from drain bag. Mother says she threw it in trash and no longer has it. Rn stressed the importance to always keep any bag that has a problem, and to get lot number. Mother says the drain bags look thinner than normal. Rn ask mother to bring bag to clinic. Mother brought the bag to clinic. Rn assessed the drain bag. They look a little different than regular drain bags, and appear to be thinner.